Event description:
The facility's biomed technician reported an infusion pump with failure code 813:01. Despite baxter's efforts to obtain additional information regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, medical intervention and patient injury, no further information was available. Alternate contact information was requested but no alternate contact was identified.